Event description:
It was reported that the patient lost stimulation coverage due to lead migration. The patient underwent a lead repositioning procedure and was doing well postoperatively. Nothing was added or removed during the procedure.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2218700. Model: sc-2218-70. Serial: (B)(4). Batch: 7085030.